Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter detachment was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong nxt connector. The sample comprised the proximal connector segment. The distal segment and catheter were not returned for evaluation. Microscopic inspection of the sample revealed the locking arms and cannular to appear well-formed. No mechanical damage or other evidence of assembly/disassembly was observed. The lack of visible damage or deformity suggested that the connector may not have been properly/fully assembled during catheter/connector assembly; however, without the complete connector to evaluate, the exact root cause could not be determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter detachment from the catheter connector and catheter migration into vessel were found. The physician removed the migrated catheter from the vessel. The catheter and the proximal piece of the catheter connector which oversleeve(=distal piece of the catheter connector) was not connected were returned as the original sample. Although the oversleeve was not attached, the physician who performed the insertion procedure insisted that the proximal piece of the catheter connector must have been connected with the oversleeve. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter detachment from the catheter connector and catheter migration into vessel were found. The physician removed the migrated catheter from the vessel. The catheter and the proximal piece of the catheter connector which oversleeve (=distal piece of the catheter connector) was not connected were returned as the original sample. Although the oversleeve was not attached, the physician who performed the insertion procedure insisted that the proximal piece of the catheter connector must have been connected with the oversleeve. There was no reported patient injury.